Manufacturer narrative:
Product event summary: the sheath, 4fc12 with lot number 20907, was returned and analyzed. Visual inspection of the sheath showed the device was kinked on the shaft 1.6085 inches from the tip of the sheath. In conclusion, the sheath failed the returned product inspection due to the shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a case was completed, the sheath was returned and subsequently tested out of specification per the manufacturer's investigation.